Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 16. October 2015: only one screw of the seven is broken, update 27. October 2015 confirmed by affiliate: yes, there was a 30 minutes delay in surgery times, because there were no extra screw in the set & for that, paramedic staff had to get the screw from other set and this is what caused the delay in surgery. No issue noted with intact screw. Broken screws caused the delay in surgery and that is the reason why the plate would not hold.

Manufacturer narrative:
Patient gender not provided by reporter. Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 10/29/2014. Part #: 400.835, lot#: 7839836 (non-sterile) - ti low profile neuro screw self-drilling 5mm. Lot was release to the warehouse on 10/29/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in india as follows: during surgery, five (5) out of seven (7) screws broke while being implanted into a patient. There was a 30 minute surgical delay, and reportedly no additional patient harm. Surgeon was initially utilizing a 5mm screw, however later switched to using a 4mm screw. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the complaint condition for seven broken 400.835 lot number 7839836 titanium low profile neuro screw was likely caused by not drilling prior to inserting the screws; however, this complaint is not likely a result of any design related deficiency. The seven 400.835 titanium low profile neuro screws are implants routinely used in the low profile neuro plating system. The screws were returned and reported to have broken during insertion. This condition is confirmed; one screw is broken along a homogenous fracture surface approximately one millimeter down the shaft from the screw head. The other six screws have broken at the very distal self-drilling tip. It is likely that the surgeon did not drill prior to inserting the screws which could have led to this complaint condition. The bone where the screws were being implanted was also likely particularly dense. The screws were manufactured in 10/2014 and are over a year old. The balance of the returned screws is in condition consistent with attempted use. The device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: all seven (7) of the screws [1.6 mm] were returned for investigation; upon inspection it was determined that one (1) screw contained a broken off head and the other six (6) screws were indeed damaged, as the tips were determined to be broken at the very distal tip. This report is for the one (1) screw with a broken off head. This is report 1 of 7 for (B)(4).